Event description:
During a pci procedure, the bio ranger 1.5x20mm balloon ruptured on the third inflation at 12 atms. The number of atms reached on the first two inflations is unk. The lesion being treated was a calcified, and 100% stenotic lesion in a long proximal left circumflex (lcx). The procedure was completed using a different device. There were no pt complications reported. Pt status is listed as "good".